Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that indicated that product analysis has been completed on the handheld and flashcard. An analysis was performed on the returned handheld and the reported allegation of a screen response issue was verified. During the analysis it was identified that the touchscreen display was defective. The cause for the display anomaly is associated with a resistance value being higher than expected in the touch screen circuitry. Since the touchscreen display uses resistance values to determine the coordinates of a screen tap, the additional resistance associated with pin 1 caused the display to be unresponsive. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was initially reported that the physician handheld was not responding to taps on the screen. A hard reset was attempted, but went to a blank screen and would not proceed. Another hard reset was attempted, but still did not complete. On the third attempt the hard reset went through, but still would not respond to taps on the screen. It was confirmed that the lock button was not engaged and here was no debris on the screen that could be interfering with detection for the screen. The physician was provided another handheld and the suspect handheld was returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.